Event description:
The customer reported the rad-97 "keeps shutting off." No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The instrument board to connectivity board flex cable was determined to be loose at the j12 connector of the connectivity board. The finding resulted in the device shutting off and the power button flashing red on power up.